Event description:
It was reported that during use of the berman catheter in a pt's pulmonary artery, the balloon separated and lodged in a distal branch. The pt had complex congenital heart disease. During the procedure, additional co2 was added to faciliate movement of the balloon. A procedure to remove the balloon is planned for a future date. The pt is not experiencing any problems related to this event.